Event description:
For rapid induction for emergent c-section, pt was found to have difficult airway due to limited head tilt because of arthritis. Introducer was used in effort to intubate but went down esophagus. When removed only about half of the bougie was present. Emergent case was done with mask/bag and IV. Pulmonary team arrived, intubated with scope, and retrieved remainder of introducer (although it was brittle enough that a second break occurred during the removal). Pt was left intubated and observed in ICU. The pt was discharged in good condition on pod#3.